Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0295s, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
It was reported the patient never had therapeutic effect. It was stated the therapy never "really helped." Three months previous the patient reported a loss of effect and no stimulation. The stimulation was increased at that time. As of the date of this report, the patient would have bowel movement and had "no control." It was noted the patient would sometimes feel stimulation and sometimes they wouldn't. It was further stated the patient checked the implantable neurostimulator (ins) the day previous and "thought the stimulation increased by itself." The stimulation was currently on. The patient was not sure if they were on the same program as they were when they first got the ins. Additional information has been requested, a follow up report will be sent if additional information is received.